Manufacturer narrative:
(B)(4).

Event description:
The customer reported the syringe pump tubing became spontaneously disconnected at the connection site (anti-siphon valve) located above the filter. The IV tubing was occluded and when the tubing was checked, leakage was present. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of leaking at the anti-siphon valve followed by a separation of the tubing at the anti-siphon valve could not be confirmed due to the product not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse responding to an occlusion alarm noted leaking at the anti-siphon valve followed by a separation of the tubing at the anti-siphon valve. There was no patient harm.